Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device was downloaded to care link pro properly and all bolus delivered were found at the care link report. Device passed the delivery accuracy test at 0.0875 inches. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose as well as insulin pump had an under delivery alarm. Customer¿s high blood glucose value was 451 mg/dl at the time of incident. Customer treated with bolus from the insulin pump for high blood glucose. Customer stated that the insulin pump was alleged for under delivery because the blood glucose was high. Customer stated that the drive support cap was normal. The reservoir and insulin pump will not return for the analysis.